Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a celsius¿ electrophysiology catheter. There was improper margins between electrode 2 and 3. There was an improper shaft surface, in between electrode 2 and 3. Catheter was not inserted into the patient to avoid any possible damage. There was a rough bump visible in between electrode 2&3. There were no wires exposed and there was no lifted or sharp rings/electrodes/parts. No patient consequences. Electrode damage with sharp/rough edges is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-jan-2023, bwi received additional information indicating that the complaint device was misdelivered/lost by fedex and is therefore not available for return. Subsequently, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30710014m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).